Manufacturer narrative:
Corrected information: medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery. Battery / (B)(4) /model #: 1650 / expiration date: 2016-09-30. UDI #: (B)(4). Return date: 2018-07-11. Device evaluation anticipated, but not yet begun. Mfg date: 2015-09-30. (B)(4). Heartware ventricular assist system - battery. Battery / (B)(4) /model #: 1650 / expiration date: 2016-08-31. UDI #: (B)(4). Return date: 2018-07-11. Device evaluation anticipated, but not yet begun. Mfg date: 2015-08-31. (B)(4). Heartware ventricular assist system - battery. Battery / (B)(4) /model #: 1650 / expiration date: 2016-10-31. UDI #: (B)(4). Return date: 2018-07-11. Device evaluation anticipated, but not yet begun. Mfg date: 2015-10-31. (B)(4). Heartware ventricular assist system - battery. Battery / (B)(4) /model #: 1650 / expiration date: 2016-08-31. UDI #: (B)(4). Return date: 2018-07-11. Device evaluation anticipated, but not yet begun. Mfg date: 2015-08-31. (B)(4). Heartware ventricular assist system - battery. Battery / (B)(4) /model #: 1650 / expiration date: 2018-06-30. UDI #: (B)(4). Return date: 2018-07-11. Device evaluation anticipated, but not yet begun. Mfg date: 2017-06-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller exhibited electrical faults and pump stops. The associated batteries exhibited power switching. The batteries and controller were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: h10, upon further review battery (B)(4) was incorrectly reported, this is a notice to disregard previous reporting. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned batteries passed functional testing and visual inspection. Failure analysis of the returned controller revealed that the device passed functional testing; visual inspection of the controller under 10x magnification revealed hairline cracks surrounding power port 2. An internal visual inspection did not reveal evidence of fluid ingress. The hairline cracks are not related to the reported event. Based on an investigation the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed 2 electrical fault alarms and 14 vad disconnect alarms logged on 02/06/2018. Multiple vad disconnect alarm were logged starting at 13:29:32, indicating physical disconnections of the driveline from the controller. Two electrical fault alarms were logged at 13:43:10 and 13:53:51, which indicated that the front stator was not fully connected. Several additional vad disconnect alarms were logged through 14:01:02. As a result the reported electrical fault alarm/pump stop event, reported to have occurred on (B)(6) 2018, was confirmed. Log file analysis also revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file provided, covering the period from (B)(6) 2018 to (B)(6) 2018, did not reveal any premature power switching events. As a result, the reported power switching event, reported to have occurred in the period leading up to (B)(6) 2018, was not confirmed. Based on the available information, a possible root cause of the electrical fault alarm/pump stop event can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. Battery bat303747 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery bat303324 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery bat306435 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery bat303215 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.